Event description:
A report was received via social media that the patient experienced urinary retention and bowel incontinence. The patient underwent explant. No further information could be obtained.